Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or numbers scrolling up noted. Device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer was playing in a water fountain and the screen got frozen and numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value was 182 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.